Event description:
During the pvc procedure, optical issues resulted in a procedural delay. When initially ablating, for the first lesion the contact force increased up to 280 grams and stayed there, despite no actual force changes happening confirmed by ice, impedance, etc. The catheter was re-zeroed, and the connections were reseated, and the force would go back down. But when ablating again, the issue persisted. The tactisys was switched out but the issue persisted. The catheter was replaced, but the issue persisted. The catheter was replaced again, and the issue persisted, but later in the case it gradually happened less so the procedure was able to be completed with the third catheter. The procedure was completed with no adverse consequences to the patient.